Event description:
It was reported that when the patient presented in clinic for a normal follow up, multiple non-sustained ventricular oversensing episodes were observed. Review of the egms revealed possible myopotential oversensing. Programming changes and further testing were recommended.

Manufacturer narrative:
(B)(4).